Event description:
It was reported that the patient with this non-(B)(6) device underwent surgery due to unspecified reasons. A new inflatable penile prosthesis (ipp) no patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).